Event description:
It was reported a patient experienced cardiac tamponade. The procedure was cancelled. During a polarx cryo procedure indicated for an atrial fibrillation case, a versacross connect access solution for polarsheath was selected for use. It was reported that the patient experienced cardiac tamponade post transseptal puncture. A pericardial tap was then performed, and drain was inserted into the patient. The procedure was cancelled. The patient was admitted to hospital beyond standard of care, and they are expected to fully recover. The device is not expected to be returned for analysis (disposed). In the physician opinion, the cardiac tamponade is believed to be the result of the transseptal puncture. It was further reported that during a polarx fit cryo procedure, the physician performed a transseptal puncture and applied the rf tree times to cross the septum. Puncture was done under fluoro and ice guidance and no issues were reported. Then, it was inserted the polarx fit catheter and began the first treatment to the lipv. 100sec into the freeze, it was noted that the patient's blood pressure dropped unexpectedly and immediately was performed a double stop on the cryo system. It was noted that the patient had a small pericardial effusion/tamponade. Therefore, it was performed a tap and insert a drain. This was completed at 8:52am. Patient was given 40 of protamine at 8:53am to reverse the heparin. A total of 100cc of blood was drawn out and at 9:48am the drain still had no blood accumulation. Anesthesia was able to keep the patient stable throughout with little management and only 1 shot of epinephrin was given. Patient left the room at 9:50am and was taken to the ICU. Patient was alert and doing well post procedure. Patient was to remain in hospital for 2-3 days to be monitored but was expected to make a full recovery. It is not believed by the physicians that versacross products malfunctioned in any way and caused the event. The event was due to the normal risks associated with this type of procedure. Patient anatomy was a little difficult. Heparin had been given prior to ts puncture, but the effusion was noted soon after tsp and before the usual time an act is checked.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.